Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia after announcing and consuming a smaller-than-usual breakfast that included a fruit and vegetable smoothie; glucose initially rose and then declined after the pump delivered correction doses, and the user treated the low with oral glucose (¿fruit paste¿). Symptoms included asymptomatic low glucose with a nadir of 61 mg/dl. Outcomes included recovery with self-treatment and no hospitalization. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed no device malfunction reported, with event characterization consistent with hypoglycemia of unclear cause in the context of meal size variance, carbohydrate content of a smoothie, and subsequent automated corrections. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.